Event description:
The service report shows that the customer alleged no audible alarm which was found in pre-patient testing. The nellcor puritan bennett customer support engineer verified no alarm. It started working while working on the device. The customer support engineer inspected the device and replaced the power switch and alarm. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.